Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 502 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s serious injury was associated with an intermittent power issue; the reporter alleged not being able to tighten the battery cap to the pump; the battery compartment is allegedly cracked. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an intermittent power issue; the user may be unaware that the pump has lost power, leading to under delivery.